Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the customer occasionally has the issue where she boluses and the pump is dumping all of the insulin out of the reservoir into the customer's body. Caller stated that this is the 6th pump that had dumped the insulin into the customer's body. Customer's current blood glucose was 66 mg/dl. Caller stated that the pump is over-delivering. Customer went to the nurse's office because the pump was empty and she was not able to bolus for her snack. Customer was experiencing shaking as a result of her blood glucose. Customer took some apple juice in the nurse's office and had eaten some crackers at home. Customer was disconnected during rewind/prime. Customer called her mom from school and stated that the reservoir emptied out but the pump seemed to be functioning okay. Customer had the same issue on (B)(6) 2015 and woke up with ketones a couple of weeks ago. Customer was advised that the pump will be replaced and to revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.